Event description:
It was reported that while doing a primary total hip the universal screwdriver head is broken. Noticed right before the case began. Rep had another on hand.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Manufacturer narrative:
A visual inspection of the returned device cannot confirm the reported "break". The edges of the tip have signs of minimal wear. The driver mates with a bone screw with no discrepancies. The reported device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been other events for the lot referenced. Further analysis will be performed under quarterly trend. The investigation concluded that the reported event cannot be confirmed as no fracture was observed on the returned device. The tip of the device showed some sign of wear. However, a functional analysis confirmed the device is fully functional. No material or manufacturing defects were observed.

Event description:
It was reported that while doing a primary total hip the universal screwdriver head is broken. Noticed right before the case began. Rep had another on hand.